Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025 a patient reported they had been to the emergency room with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to low (exact blood glucose level not provided) while wearing the pod an unspecified number of hours. The patient stated they had manually entered in a dose of insulin without using the sensor glucose value or fingerstick glucose reading. They stated they just delivered what they thought they needed, which resulted in low blood glucose. Symptoms were not reported. The patient was treated with intravenous dextrose to treat her low blood glucose. The patient was released from the emergency room on the same day. It was unspecified if the pod was removed.